Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11372r39, implanted: (B)(6) 2003, product type: catheter. (B)(4)

Event description:
It was reported that there was a pump problem related to volume discrepancy. Actual residual volume (arv) was greater than expected (erv). The patient's pump had last been filled with 20cc of baclofen on (B)(6) 2015. The patient was at the healthcare professional (hcp) office to have the pump filled on the date of this report; the hcp was expecting to remove 6.9 ml and instead approximately 19 ml it looks like&#55319;ere actually aspirated. The reporter knew of no previous volume discrepancies reported. Per the reporter, the hcp felt there was a malfunction with the pump. The hcp attempted to perform a dye study but could not aspirate the catheter. No stalls or "anything out of the ordinary" as found when the logs were read. The reporter stated that the hcp suspected a catheter issue, but planned to see the patient the following week to aspirate from the pump and would check to see if there continued to be a volume discrepancy at that time. The pump was used to infuse baclofen (compounded). No intervention or outcome was reported for this event. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.